Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 92130, was returned and analyzed. Visual inspection of the sheath showed the device was intact with no apparent issues. Air aspiration was reproduced during leak test through the hemostatic valve. Dissection showed the hemostatic valve was leaking; the valve was most likely torn. In conclusion, the reported air ingress was confirmed though testing. The sheath failed the returned product inspection due to the hemostatic valve leak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, when aspiration and flushing of the sheath was performed, air was introduced continuously. The sheath was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.